Manufacturer narrative:
Note: further investigation of the device analysis found that this device failure is related to supplier manufacturing.

Event description:
It was reported that the ¿head of the bur head popped off as soon as the doctor touched the footswitch, bur did not touch the patient, no patient impact.¿ it was confirmed that this was a break, not an issue with the bur coming out of the handpiece.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis by our qe found that the condition of the device showed customer use as there was presence of contaminants on the shaft (irrigation tube) and on the broken tip. From visual evaluation, the bur head was found broken at the tip of the inner shaft assembly. There was no hyperextension / stretching or breakage of the spiral wrap component. The breakage point on the shaft was observed under magnification and revealed some jagged edges indicating that the tip likely sheared off, possibly due to application of excessive force by the customer (mishandling) or due to operational / procedural / anatomical factors encountered during the procedure which may include difficult anatomical location, hard bone/tissue structure causing the customer to maneuver the device in an aggressive manner. The diamond bur head was also observed under magnification and no significant anomalies were observed on the tip that would conclusively determine the cause of its detachment. Method: microscopic inspection. Results: fracture problem.